Event description:
It was reported the ICD was replaced after 26 months of implant time because the patient alert alarmed, indicating device had reached eri (elective replacement indicator). The diagnostics show less than 2 % pacing and less than 10 high voltage therapies during total lifetime of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.